Event description:
In early 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was given unknown error messages. The reporter was unable to provide any specific error messages that the patient had obtained. It is unclear as to when the alleged meter issues started. However, the reporter claimed that the patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. The reporter claimed that because of the error message(s), the patient received IV glucose treatment from emergency services (ems) on 3 occasions in late 2008. In one instance, the patient's blood glucose was tested on an ems meter and a result of "16 mg/dl" was obtained. On a second event, the reporter claimed that ems obtained a result of "17 mg/dl." He was unable to recall what meter result was obtained on the third event. Due to the alleged meter issue, the reporter claimed that the patient's mental capacity had shut down. It is not known what actions the patient took before and after the symptoms developed. The reporter did not have test strips for troubleshooting the alleged meter issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient received IV glucose treatment from paramedics three times because of the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.